Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical der states that rec'd: alert date (B)(6) 9-19-2017. Ae received for intraoperative complication - femoral bone fracture. Event meets the definition of serious. Event has a remote possibility of being device related and is possibly procedure related. Treatment includes orif with screw fixation. Considered resolved.

Manufacturer narrative:
The device associated with this reported event was not returned for examination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.